Event description:
Surgeon was using the stapler device with a white load across a vessel. The stapler was roticulated at the time and would not release the vessel. No injury to patient and device had to be manipulated for it to release. Surgeon had used a ligasure to ensure the vessel did not bleed.